Event description:
It was reported that the day following an atrial lead revision procedure, the right ventricular (rv) lead dislodged and had no sensing or capture. The lead was repositioned to the atrium and a new rv lead was implanted. No patient complications have been reported as a result of this event.